Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011-, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had ¿way too much¿ morphine when they began therapy. It was also reported he went down to "0.5, a really small dose ," but it did help. A follow-up report will be sent if additional information becomes available.